Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for estradiol (e2). The customer noted that the event occurred when the reagent pack was nearly empty. Quality control recovery for one level was shown to have increased as the reagent pack became more empty. The sample initially resulted as 769.9 pg/ml and this result was reported outside of the laboratory to the physician. This initial result was in contrast with echo observations. The physician did not believe the initial result and the sample was repeated. The repeat result was 42.40 pg/ml. The patient was not adversely affected. The e2 reagent lot number was 179169. The regent expiration date was asked for, but not provided. A clear root cause could not be identified based on available data. Additional information required for investigation was requested, but has not been provided. Pre-analytic sample handling may be possible root cause as centrifugation time and clotting time were found to be too short. A temporary reagent issue may have occurred as quality controls on the day of the issue were out of specifications, and when repeated, these were correct.